Manufacturer narrative:
It was initially reported that the siderails were bent and the chrome was peeling off exposing sharp edges. However, follow-up submitted as further investigation determined this is not likely to harm the patient as no bed functions were affected and the siderails could still be latched in the upright position. It was also determined the siderail chrome was only rough and there were no sharp edges present. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the siderails were bent and the chrome was peeling off exposing sharp edges.

Event description:
It was reported that the siderails were bent and the chrome was peeling off exposing sharp edges.